Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with critical pump error and pump error due to moisture damage to force sensor. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. The insulin pump was received with corroded electronic assemblies, corroded motor home switch, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was high as 360 mg/dl. The customer¿s current blood glucose is 322 mg/dl. The customer treated with a manual injection. The customer states had a crack on the back of an insulin pump. The customer declined further troubleshoot. The insulin pump will be returned for analysis.